Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 29 manual power ups between the 9th february 2006 and the 10th february 2016, the longest of which lasts 1 minute 49 seconds duration. No further log entries were recorded. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded, it is therefore assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.